Manufacturer narrative:
A steris service technician inspected the sterilizer and found the door heater cable was not correctly positioned causing it to rub against the edge of the sterilizer frame, resulting in intermittent grounding/arcing and subsequently causing smoke. The technician replaced the door heater cable, and placed it in a position to prevent it from rubbing against the sterilizer frame. The technician tested the unit and placed it back into service. The unit has remained in use and no further issues have been reported with the equipment.

Event description:
The user facility reported seeing a spark and smoke from the door area of the sterilizer. No injuries were reported to patients or hospital staff.